Event description:
It was reported that there was a communication problem. It was noted that an antenna locate resulted in a power on reset (por) being displayed on the recharger. The patient was then able to get a normal recharging screen with all eight coupling bars filled in. It was later reported that better coupling had been attained after using the antenna locate feature. It was noted that once the patient was charged to 25%, the manufacturing representative was able to ¿get stimulation back¿ for the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: neu _recharger_acc, serial# unknown, product type: recharger. (B)(4).